Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the rivaroxaban was not in due now window. A technical support specialist (tss) dialed into the server and reviewed the provided order ids. Order (B)(4) had no repeat pattern mapped, so it did not appear in med due now; the patient had already been discharged, and the medication was discontinued. Order (B)(4) was active for an admitted patient, with repeat patterns of 'once' and 'daily with dinner.' The 'once' frequency had expired, but the medication continued to dispense daily with the second frequency code showing in the report. The order's complete flag remained at 0 in the database and confirmed these findings with the customer. Then, the tss dialed into the test server, checking on the patient timing records and reviewed the orders on the server by applying knowledge articles - due now feature: how it works and orders not showing on due now screen - freetext/custom frequency code and confirmed the repeat pattern bubble was not mapped and the 'daily with food' setting was misconfigured and verified with customer. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, rivaroxaban orders were within the 60 minute due window but did not appear in the due now window on the profile. However, there were no delay in patient care and no adverse events or injuries reported based on this event.